Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water tube appeared to be a blackish glue like material and black and white fibers but otherwise could not be identified. A definitive root cause of the issue could not be determined, as there was no device deformation observed that might result in the retention of foreign mater and it is unknown if the facility reprocessing was implemented in accordance with the IFU, however, the issue was likely due to insufficient device cleaning/reprocessing. Additionally, the dirt/corrosion observed around the light guide lens was likely the result of a gap in the adhesive due to physical stress applied to the distal end, allowing dirt and moisture to enter. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the foreign material found in the air/water tube, other evaluation findings are as follows: switch#1 did not work due to damage; the air/water and suction cylinder had no color; water tightness was lost due to a pinhole on the channel tube; illumination was uneven due to a burn on the light guide lens; water was not fed due to clogging of nozzle; the inside of the light guide lens was dirty; the connecting tube had a buckling; and the universal cord was wrinkled. Lastly, there were scratches on the following parts: the grip, the forceps channel port, the switch box, the scope cover, the scope connector cover unit, the scope connector case unit, the plug unit, and the objective lens. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the evis exera iii gastrointestinal videoscope had excessive pressure on channel two. There was no report of patient harm. The device was returned, evaluated, and a dark foreign material resembling glue with black and white fibers was found in the air/water tube. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.